Event description:
The customer reported that the device had a power interruption when it charge power. No pt harm occurred.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.